Manufacturer narrative:
Additional information in b4, d4 (UDI) and expiration date, h6: methods, results, and conclusion codes. The product was not returned and no photos, intra-op/post-op images, or surgical notes were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that during the procedure the implant cracked and had to be removed. The reported complaint could not be verified. The exact cause of this event can't be determine with the available information.

Event description:
It was reported that during the procedure the implant cracked and had to be removed. There was an hour delay removing the implant and replacing it with an alternate to complete the case. There were no additional patient impacts reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the implant cracked and had to be removed. There was an hour delay removing the implant and replacing it with an alternate to complete the case. There were no additional patient impacts reported.